Event description:
It was reported that (6) devices were used during an unknown number of laparoscopic cholecystectomy procedures. It was reported by the affiliate that the hosp collected the devices with no further info other than the devices jammed and would not fire and there was no consequence to any pt.